Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): we got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kits. The customer just purchased the test kits at a local pharmacy, so this is an out of box issue. When the customer performed both tests correctly with 4 drops in the sample well. The test cassette both showed a red line next to the t-line, nothing next to the c-line. Customer said there was no control line visible. The customer could not send any pictures of the test cassettes; they were thrown away. I advised the customer that I would forward the information to the complaint team for review. The customer will wait, for a response back from acon labs.